Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This has been a gradual rise. Boston scientific technical services (ts) was consulted and discussed that once measurements are above 125 ohms, it is recommended to consider a commanded 41j shock to test the ability to charge and deliver therapy. No adverse patient effects were reported. At this time, this lead remains in service.